Event description:
Report received from baxter states an overinfusion occurred in which the device delivered the entire contents in 24 hours versus the expected 48 hours. The device contained an unknown volume of chemotherapy agent. According to baxter no patient injury resulted.

Manufacturer narrative:
The sample is contaminated with a chemotherapy drug and will not be requested for evaluation. A batch review has been performed and revealed that the lot passed all release specifications. Similar incidents have been received for the infusor product family. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence. The result of this review will be communicated in a follow up medwatch when available.